Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an incomplete load alert. Subsequently, the customers blood glucose level was "high"; although specific value was not provided. A manual correction injection was administered to address bg.